Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 2.5 device for mechanical circulatory support. During impella placement, flows were noted to be limited due to a kink in the cannula. It was stated that the patient began to decompensate, and the decision was made to remove the impella 2.5 and escalate care to an impella cp. It was reported that the patient coded after the impella 2.5 was explanted and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.